Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalized high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 600 mg/dl. The customer was sick and did not get enough insulin. The customer was hospitalized for high readings and ketones. The customer was not able to troubleshoot for excessive no delivery due to high readings. Customer will not return the pump for analysis.